Event description:
On an unreported date in (B)(6)2008, the patient began peritoneal dialysis (pd) treatment. On (B)(6)2010, the patient developed peritonitis. On an unreported date in 2010, the patient was hospitalized for the event. On an unreported date in 2010, a peritoneal effluent culture was performed, which revealed a pathogenic bacterium specified to be staphylococcus epidermidis. During an unreported period, the patient received unspecified antibiotic therapy intraperitoneal (ip) (dose and frequency not reported). On an unreported date in 2010, the patient recovered from the event. Pd therapy was ongoing with dose unchanged throughout the event. Concomitant medications were not reported the physician stated the event of bacterial peritonitis was unrelated to pd therapy because "the event might be due to a break in aseptic technique which the pathogenic bacterium proved."

Manufacturer narrative:
(B)(4)baxter has received similar reports for the reported problem.the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.